Manufacturer narrative:
The customer tried to stop and re-home the instrument, but did not resolve the issue. A field service engineer (fse) had the customer verify exit waste sump and drain tube. The fse also had the customer prime repeatedly to test the system. Problem could not be reproduced. The fse was not dispatched for this event and no further issues occurred for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydropneumatic (hydro) area was leaking by the waste exit sump of the unicel dxc 600 pro synchron chemistry analyzer, which was full. The customer received modular chemistry (mc) probe and level sense error messages before getting the hydro error message. The customer stated that the fluid looked clear, but there was foam on the top of the canister and the source of the leak could not be determined. No injury or operator exposure was reported for this event.